Event description:
It was reported that patient's right ventricular (rv) lead exhibited high, out of range pacing impedance. It was also noted that patient's atrial lead exhibited noise oversensing. Both leads was explanted and replaced. The patient was stable.